Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: there was evidence of short battery life and a voltage drop observed in the black box history. The pump powered on with the returned battery cap, which was able to fully tighten. Current draws were within specifications. Unrelated to the original complaint, there was evidence of moisture contamination on the underside of the battery cap. Also unrelated, the battery compartment was cracked. The leak test confirmed a leak at the display lens. The pump case was removed and no evidence of additional moisture or loose components were observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.